Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. On (B)(6) 2011 at an unspecified time, the device was programmed to deliver an unspecified concentration of tpn (total parental nutrition), at a rate of 2.5ml/hr. It was reported that the primary tubing set was connected to an unspecified extension set that was connect to the pt's peripherally inserted central catheter. No further programming parameters were provided. At 1730, the delivery was started. The customer contact indicated that the pt was also receiving 4ml feedings of breast milk every 2 hrs. On (B)(6) 2012 at 0200, the nurse reported while caring for the pt, it was noted that the primary tubing set tubing was "swollen 2-3x normal size for 28cm/11 inches." At that time, it was noted that the extension set was clamped distal to the device with no pump alarm. The customer contact could not specify the length of time the tubing set had been clamped. The physician flushed the pt's PICC (peripherally inserted central catheter). The tubing set was replaced and the delivery was resumed at a rate of 2ml using the same device. The customer contact reported the pt's status was unchanged. There were no reported adverse pt effects and no reported delay of therapy to this pt. At 0330, the pt's blood sugar was reported to be "99." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.